Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless total hip arthroplasty with alumina-on-highly cross-linked polyethylene bearing in young patients with femoral head osteonecrosis" written by young-hoo kim, md, yoowang choi, md, and jun-shik kim, md published by the journal of arthroplasty vol. 26 no. 2 2011 was reviewed. The article's purpose was to evaluate the clinical and radiographic outcomes of thas using alumina on highly cross linked polyethylene bearing couple in 71 patients younger than 50 with femoral head osteonecrosis. Data was compiled from 71 patients (73 hips) consisting of 48 men and 23 women with age range 20-50 years receiving thas from february 2000 to may 2002. All patients received depuy implants. Depuy products: duraloc cup, poly liner, ips stem, alumina forte head. Adverse event: figure 1 depicts a (B)(6) man with grade 3 bone loss in calcar region of right hip 7 years post op (interventions not required and no further information provided regarding symptoms) dislocation 5 days post up (treated by closed reduction and abduction brace for 3 months).